Manufacturer narrative:
An update from the rep was provided to rti surgical on (B)(6) 2019. The update confirmed that the patient fell again after the 1st revision surgery and as a result, the implant slipped into the spinal canal. The surgeon is performing a 2nd revision today ((B)(6) 2019). The surgeon confirmed that some type of trauma was what caused both migrations. The device was not returned to rti surgical for inspections. Rti surgical pulled one unit of the same lot (318492) from inventory for inspection purposes. The implant that was pulled passed all inspections and was found to be manufactured to specification. A DHR review was conducted and confirms that the device associated with this occurrence met manufacturing specification prior to shipping from rti surgical. Additional information will be added to this report should it become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2019 that a fortilink-ts cage migrated post-operatively. The patient reportedly felt a "pop" and returned to the surgeon to be evaluated where imaging confirmed subsidence of the cage had occurred.